Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had detected noise on a non-boston scientific defibrillation lead. Pacing impedances had changed from 400 ohms to > 2000 ohms. This noise could not be reproduced. Technical services discussed possible causes and troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
Resolution was requested from the field. It was later reported that the patient has their own rhythm and there was no asystole. The patient is to have an x-ray and the physician will further evaluate. No further out of range measurements were observed. The lead measurements were stable with manipulation around the implant site. However, a revision procedure still took place. During this procedure the device header, lead connection, and the lead itself were carefully examined. The terminal pin was securely inserted into the port and the set screw was tight. The physician found that the lead itself appeared to have an integrity issue in the lead body just distal to the yoke. With the device removed from the pocket and the lead still connected to the device, manipulation of the lead at this point produced noise artifact observed in the programmer screen. The physician extracted the lead without injury and decided to replace the entire system. Detailed analysis of this device is pending. Upon receipt at our post market quality assurance laboratory, this was thoroughly inspected and analyzed. Pin gage testing confirmed that all port diameters were within design specification range; however, the diameter of the rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminals, but could not be confirmed as the cause of the clinical observation.